Manufacturer narrative:
Section a 1. Patient identifier character limit was maxed; the full ID is (B)(6). No additional patient information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect free t4 on a patient, 78-year-old male.sid (B)(6) generated architect free t4 of 2.29 ng/dl that repeated after centrifugation 1.20 ng/dl. Additional testing was tsh 1.27, 1.28 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 69900ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for list number 07k65, however, an increase in complaint activity for lot 69900ud00 was not identified. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 69900ud00 was identified.

Event description:
The customer observed false elevated architect free t4 on a patient, 78-year-old male.sid (B)(6) generated architect free t4 of 2.29 ng/dl that repeated after centrifugation 1.20 ng/dl. Additional testing was tsh 1.27, 1.28 uiu/ml. No impact to patient management was reported.